Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the 90% of the sensor wire was missing when removed from the body. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the sensor wire was short after removing from the body. The sensor fractured and was still inside the body of the customer. The device will not be returned for analysis.